Event description:
Sometime in 1989 or 1990 an aus device was implanted. On 5/15/96 the cuff was revised. On 1/16/97 the cuff and pump were removed from the pt and replaced due to recurring incontinence - cuff not filling correctly and aneurysm like defect.